Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of what appeared to be electromagnetic interference (emi) resulting in inappropriately stored nonsutained ventricular episodes. No pacing inhibition was observed as the patient had their own intrinsic rhythm. The patient confirmed the use power tools. Boston scientific technical services (ts) provided recommendations on using tools and safety precautions. No adverse patient effects were reported. This device remains in service.